Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft misplacement; vessel occlusion) incorrect technique/procedure (not marking vessel position). Conclusions: inherent risk of a procedure (stent graft misplacement; vessel occlusion); use error caused or contributed to the event (not marking vessel position).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular abdominal aortic aneurysm with a maximum diameter of 48 mm. The diameter of the proximal aortic neck was 19 mm, and the length was 46 mm. The diameter of the right iliac artery was 11 mm, and the left was 11 mm. The right and left femoral arteries were 7 mm in diameter. It was reported that imaging showed the distance from the gate of the bifurcated stent graft to the origin of the left internal iliac artery was 100 mm. The physician selected the 124 mm limb and intended to implant it proximal to the internal iliac artery. Marking was not done, but the implant location was confirmed with the road map. The final imaging showed that the location of the distal end of the limb was approximately one stent length into the external iliac artery. The internal iliac artery was covered by the stent graft; however, continued blood flow to the internal iliac artery was confirmed. No actions were taken, and the procedure was completed. The physician stated that the inaccurate delivery was likely caused by the deployment with the road map, and may have been avoided if marking had been done. No additional clinical sequelae were reported, and the patient is fine.